Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#1627487-2018-06385; reference MFR. Report#1627487-2018-06389. It was reported the patient experienced ineffective pain relief due to migration of their drg lead. Reportedly, x-rays confirmed the issue. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein 2 of the 3 original drg leads were explanted and replaced with new models. Postoperatively, stimulation was restored and the issue resolved. Note: all drg leads are being reported as it's unknown which leads contributed to the issue.